Event description:
It was reported the patient had their device system replaced with a system made by another manufacturer. It was stated the patient experienced intermittent stimulation and positional changes, as well as problem keeping the device charged. It was not known if the device would be returned to the manufacturer. The patient recovered without sequela.

Event description:
It was reported that the patient's lead broke right at the anchor (B)(6) after it was implanted when he got out of bed. After the lead break it was reported that there was "current leakage" and the nerve was damaged. Afterward the stimulator did not work so the patient couldn't control his original pain or the pain due to the "burned nerve" and was bed ridden and couldn't stand or sit. It was reported that the patient had been recharging the implantable neurostimulator and did not think there was anything wrong with it, just the lead wires. Additional information received reported that the patient was still having problems with his device and was working with manufacturer representative or doctor to resolve them. The patient indicated he needed a new stimulator and leads, and that the device had been broken since 2007. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).